Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Doctor (B)(6) was performing final tightening of the locking caps on the expedium 5.5 titanium system. The correction of the scoliosis was several and numeras locking caps had to be tightened. While doing so, doctor (B)(6) stripped the distal end of the shaft of the torque drive shaft and completed the case with the other torque drive shaft present in the set, which he stripped as well while completing the case. No delay was obtained, no patient information was obtained. Dr. Ouellet was able to complete the case with the same/like product without problems. No implant information was obtained as the problem was not due to the implants, but rather to the 2x torque drive shafts. Nothing fell into the patient.

Manufacturer narrative:
Moss miami single innie final tightener (product code: 2797-12-600, lot numbers: gm4453902) was returned to the complaints handling unit (chu). Visual examination revealed that approximately ¾ in axial length of the hexlobes on the x-25 driver distal tip (lot# gm4453902) had become stripped. The observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during tightening, resulting in the tip becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tightener¿s distal tip (lot# gm4453902) becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.